Event description:
It was reported during afib procedure in the left atrium, the "high impedance" appeared on the system when the physician tried to pace through the map-catheter. Changing the connection cables did not resolve the issue so the physician tried to pull the catheter out of the patient and saw that the braiding of the catheter was cut. After changing the catheter and a reboot of the piu the problem was fixed without any patient consequence.

Manufacturer narrative:
The concomitant product: carto 3 rmt: model # m-5830-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
Refer to evaluation summary. (B)(4). The returned device was inspected and was found that the transition was separated at its location of 12" from the distal end, the internal wiring was exposed. It was also observed that the shaft was still in place held by the wiring, irrigation tubing, sensor cable and teflon. It was determined that the pu, found on both ends of the transition, did not have any contamination or signs of voids. The pu samples saved from the period of time, where the reported lot was manufactured, were reviewed and were found in good condition. The root cause of the tip separation could not be found. The catheter was tested for electrical performance and it failed, electrical shorting was present on all rings. Further examination revealed the lead wires insulation was damaged at the separated transition, causing the electrical short. It was also observed that the catheter had dark brown residues, apparently dried blood, which contributed to the electrical shorting as well. The device was tested on temperature, generator and flow rate and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. No further complaints had been reported with this condition and from this lot number. The complaint condition was confirmed; the root cause of the tip separation could not be found.